Event description:
It was reported that the image on the stenoscope system would not display and data can not be entered by the operator. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.